Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
It peeled off like a protective layer or fabric- tampon [device breakage]. Case description: consumer reported via email that the tampon peeled off. No injury was reported.